Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and this resolved the issue as the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the malfunction code reappears, which the caller acknowledged and understood.